Event description:
As told per physician interview: catheter was placed into the heart and unable to obtain an ao pressure. Catheter was adjusted to several areas without obtaining ao pressure. Decided at that time to just get ventriculogram. When contract was injected the catheter split into 2 pieces. Pt vent into ventricular tachycardia but came out of rhythm spontaneously after careful removal of catheter. No parts of the catheter were left in the body.